Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine injury ('coil damaging the uterus'), pelvic organ injury ('coil damaging organ in the abdominal cavity') and autoimmune disorder ('autoimmune reactions') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced uterine injury (seriousness criterion medically significant), pelvic organ injury (seriousness criterion medically significant), migraine ("migraine"), pelvic pain ("extreme pelvic pain"), abdominal pain ("abdominal pain"), autoimmune disorder (seriousness criterion medically significant), tooth loss ("loss of teeth") and alopecia ("loss of hair"). At the time of the report, the uterine injury, pelvic organ injury, migraine, pelvic pain, abdominal pain, autoimmune disorder, tooth loss and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, migraine, pelvic organ injury, pelvic pain, tooth loss and uterine injury to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.